Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the costumer's blood glucose was lower than expected because she mistook active insulin for insulin being delivered at that time. The customer would then suspend the insulin pump assuming that was currently being delivered and then would take more insulin for blood glucose that elevated. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.